Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited undersensing and no capture, and appeared to have perforated the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.